Manufacturer narrative:
A safety committee was founded by the hospital to evaluate the occurrence. There was no malfunction of the ventilator. The ventilator clearly indicated on the screen that it was in standby mode and that no ventilation is proceeded. A user error caused the reported event.

Event description:
A patient was intubated at emergency room and connected with an evita 2 dura in standby mode but a clinician/nurse forgot to start ventilation. Therefore, they found the patient status as cardiac arrest. Medical intervention required. Finally, the patient was recovered.